Event description:
The user facility reported that during a diagnostic colonoscopy the video image turned completely pink and they experienced a loss of visualization of anatomical landmarks. The procedure was completed using a different but similar device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval was able to duplicate the user's experience of the video image turning pink. The image was found to be distorted and pink when angulation. The device passed the leak test, the charge coupled device (ccd) resistance check was within the standard, and there was no evidence of fluid invasion in the device. There was play on the control knobs which was due to a stretched angulations wires. There was no frayed/broken frayed wires. The image difficulty was attributed to a damaged ccd unit. The device has been refurbished. This report is being submitted as a medical device report in an abundance of caution.